Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 10:12:54. During night drain cycle two, the patient's ultrafiltration reading was 337ml, indicating the home patient (hp) drained 337ml more than their maximum programmed fill volume of 100ml. No additional information is available.